Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device back up vvi issue was observed. Patient came in clinic and the issue was resolved by performing a reversion. Patient was stable with no adverse events.